Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, approximately fifteen minutes into the procedure, the prolieve system displayed a "high-water pressure" error warning. At approximately twenty minutes, it was observed the pump was "making a noise" like air was in it. It was noted the anchoring balloon had burst. The procedure was completed with another prolieve thermodilitation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "fine".